Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 332 mg/dl and 69 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.